Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mid left anterior descending artery. Predilation of the lesion was performed using a 2.0mm balloon catheter and a 2.75x20mm promus element ¿ stent was advanced but was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the 10th most distal stent row and running proximally along the length of the stent were stretched, bunched and damaged. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site/during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).